Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: pak j med sci 2011 vol. 27 no. 1 www.pjms.com.pk - (B)(4).

Event description:
It was reported in a journal article retrospective study that the patient with intestinal obstruction underwent strictureplasty on unknown date between 07/2004 to 06/2009 and suture was used. The bowel was opened lengthwise along the anti-mesenteric border and with the strictures at its midpoint. Closure was performed with suture. The patient possibly experienced anastomotic leak with fistula which responded to conservative measures or required additional procedure. The patient possibly experienced burst abdomen which required additional procedure. The patient possibly experienced sub-diaphragmatic abscess which was aspirated and treated with antimicrobial agents. The patient possibly experienced intestinal obstruction that necessitated readmission and possible additional procedure. The patient may have experienced incisional hernia. Additional information will be requested.